Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the resin part of the image guide tube had fallen off, watertightness was not maintained due to the part falling off the insertion tube, the insertion tube was discolored, the bending angle was insufficient, the insertion tube oredome was broken, the image had white scratches, the operation part was scratched, the switch box was scratched, the up/down plate was scratched, the video connector was scratched, and the video connector case was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the rhino-laryngo videoscope had the coating peeling off. Inspection and testing of the returned device found the resin part of the image guide coil had fallen off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b3, b5, d10, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the fallen resin part of the insertion tube was caused by load, handling, or other issues. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the reported event (coating peeled off) was found during reprocessing following a diagnostic laryngeal fiberscope procedure.